Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Report of thrombosis was confirmed through image evaluation. One color image of explanted thrombotic-like material was provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in france, a 46-year-old patient with a 11500a29 valve attached to a non-edwards valsalva graft and implanted in aortic position underwent an emergency surgery due to a big thrombosis in the common trunk and on the valve within the first 24 hours after bentall surgery. Reportedly, patient had a sudden cardiac arrest in the intensive care unit (ICU) requiring a 25 minutes of cardiac massage, re intubation and extra corporeal membrane oxygenation (ECMO) therapy. During the reintervention, the valve and graft were unassembled and a very big thrombus was removed from the left main trunk as well as the smaller samples present on the three valve leaflets. No device replacement was required. Patient was returned to the ICU and recovered promptly. Patient remained hospitalized in good condition until postoperative day 15 and was kept under antithrombotic therapy.

Event description:
As reported by the edwards lifesciences affiliate in france, a 46-year-old patient with a 11500a29 valve attached to a non-edwards valsalva graft and implanted in aortic position underwent an emergency surgery due to a big thrombosis in the common trunk and on the valve within the first 24 hours after bentall surgery. Reportedly, patient had a sudden cardiac arrest in the intensive care unit (ICU) requiring a 25 minutes of cardiac massage, re intubation and extra corporeal membrane oxygenation (ECMO) therapy. During the reintervention, the valve and graft were unassembled and a very big thrombus was removed from the left main trunk as well as the smaller samples present on the three valve leaflets. No device replacement was required. Patient was returned to the ICU and recovered promptly. Patient remained hospitalized in good condition until postoperative day 15 and was kept under antithrombotic therapy. Patient was noted as to be doing well. Thrombus was sent to be tested for heparin allergy and coagulation disorders. Results for heparin allergy diagnosis were negative. As reported, one of the tests was positive for antibodies that cause stones (lupus). Patient will be referred to an immunologist.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (health effect - clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Section e1: the contact telephone number is: (B)(6). However, it could not be included in the corresponding field as it reports a format error when saving. H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.